Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (code 105 / belt connection) has been confirmed. As received, the belt receptacle was pulled from the monitor case, creating a loose connection at the j1000 connector. In addition, the electrode belt cable connecting the distribution node (dn) and rear therapy electrodes (te) was pulled from the dn, damaging internal wires. The cause of the code 105 and belt connection issue is the damaged receptacle, loose connector, and damaged cable. The root cause of the damaged receptacle, loose connector, and damaged cable and wires is excessive force. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying service code 105 and indicating that the electrode belt was not connected when it was not.